Manufacturer narrative:
Investigation results: the complaint that the needle retracted prematurely was confirmed based on the condition of the returned 18g insyte autoguard bc device that was received in open unit packaging from lot #4101334. As the returned sample supports the complainant¿s description of the reported event, the complaint was confirmed. The needle was received fully retracted in the shield. It could not be determined when or how the safety mechanism was activated. The complaint that the needle failed to fully retract could not be confirmed as the returned sample was fully retracted. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:382544 batch#:4101334 it was reported that the bd insyte autog bc grn 18ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter: verbatim: when IV catheter inserted into patient, the needle retractor engaged on its own before the catheter was fully inserted into the vein. The needle then failed to fully retract and was noted to be "stuck" half way in the catheter. When charge nurse, stacy warning, was shown the needle, it then fully retracted out of the catheter.